Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's electrode plate is broken. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer had decided not to repair and replace the paddles which is necessary to return the device back to functionality. The device remains at the customer site.